Event description:
General report received an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the patients received more medication than intended. The tubing sets were being use to deliver an unspecified concentrations of gravol in unspecified volumes of lactated ringer's solution. After unspecified length of time in use, the customer reported the patients received an unspecified bolus of medication. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not returned. All affected customers were notified via a device information letter dated october 9, 2007.